Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported explant that occurred with no further information. Healthcare professional later reported a left side rupture. Device has been explanted.